Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was found in servicing that there was a som pca issue. There was no reported patient involvement.